Event description:
It was reported that the right atrial lead dislodged. It was noted that the lead exhibited p-wave amp variation and high capture thresholds. The lead was explanted and replaced. The patient was in stable condition.